Manufacturer narrative:
Additional information was received on 8/3/2021 reporting the cause of the initial reported issue occurring due to user error, therefore, this issue is a not reportable issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge did not fit securely on the pump. Reportedly, the cartridge "pops" out. There was no reported impact to the customer's blood glucose level. Additional information was not provided.